Manufacturer narrative:
B3, g4 unknown. E1: phone (B)(6) . One device was received for evaluation. Visual inspection found a swollen dso seal. A review of the event history log found a 46011 error code. Functional testing was able to duplicate the reported problem. It was determined that the pwa board was the root cause. The pwa and the dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is in for repair, code 461110004. There was unknown patient involvement.